Event description:
The patient presented to the clinic having experienced dyspnea and decreased heart rate. The device was interrogated and decreased capture threshold and loss of capture was observed on the right atrial (ra) device. The device was reprogrammed to resolve the event.